Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, explained to the customer that the issue may happened due to too many medications loaded in the door and no further investigation was required. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door 2 was failed to open. Customer tried to reboot and recover the storage space, but the issue persisted. Customer stated that door failed in the middle of the case, and it had a beeping sound. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.